Event description:
It was reported that the user failed to advance the stent over the guidewire. When the guidewire was withdrawn, the stent broke. All pieces were retrieved from the patient. A new stent and guidewire was used to complete the procedure without further complication.

Manufacturer narrative:
The sample has been received and sent to the manufacturing site for evaluation. Once the evaluation is complete a supplemental report will be filed.